Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient left voicemail reporting a primary knee implant less than 2 years ago using stryker triathlon knee and alleges swelling, stiffness & difficulty walking. Patient would like to know if implants are subject to a recall. Left knee.

Manufacturer narrative:
An event regarding rom involving a triathlon insert was reported. The event was not confirmed, method & results: -device evaluation and results: material analysis, visual, dimensional and functional inspections were not performed as the device remains implanted. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review documentation including the product inquiry summary, medical records related to a primary total knee including a discharge summary and operative note. An implant record was also reviewed. The event description from the product inquiries summary states: patient left voicemail reporting a primary knee implant less than 2 years ago using stryker triathlon knee and alleges swelling, stiffness & difficulty walking. Patient would like to know if implants are subject to a recall. The medical records and implant sheet confirm that the patient had a primary tka performed for advanced degenerative arthritis. No further information was available. The root cause for the patient's complaints can not be established from this limited information. Should additional information become available I would be happy to further this assessment. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review documentation related to the product inquiry summary, medical records related to a primary total knee including a discharge summary and operative note. An implant record was also reviewed. The event description from the product inquiries summary states: patient left voicemail reporting a primary knee implant less than 2 years ago using stryker triathlon knee and alleges swelling, stiffness & difficulty walking. Patient would like to know if implants are subject to a recall. The medical records and implant sheet confirm that the patient had a primary tka performed for advanced degenerative arthritis. No further information was available. The root cause for the patient's complaints can not be established from this limited information. Should additional information become available I would be happy to further this assessment. It is noted that the patient is also inquiring if the device are subject to a recall. Based on the catalog and lot code provided the device reported is not subject to product recall. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: cat# 5510f201; triathlon cr fem comp #2 l-cem; lot# h242d. Cat# 5521-b-200; tri ts baseplate size 2; lot# e7r7za. Cat# 5551-g-299-e; triathlon asymmetric x3 patella; lot# 2vw3. Cat# 6191-1-001; simplex p full dose 1 pack; lot# rbb021. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient left voicemail reporting a primary knee implant less than 2 years ago using stryker triathlon knee and alleges swelling, stiffness & difficulty walking. Patient would like to know if implants are subject to a recall. Left knee.